Manufacturer narrative:
According to the customer contact, the "cautery tips are starting on fire while is use". It was reported the incident occurred during use. The customer reported this delayed the procedure but the procedure was completed. The customer reported due the incident the device was removed from the field and replaced with a different item. The customer reported there was no injury to staff or the patient. A sample was requested to be returned. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cautery tip started on fire.